Event description:
Customer stated they selected the wash and disinfect key but the machine performed a wash only cycle. The date and time also incorrect in the data base. The customer stated that this situation was due to a computer glitch caused by power surges.

Manufacturer narrative:
The customer stated they selected wash and disinfect cycle, but a wash only cycle was performed due to a computer glitch. The investigation revealed that the sys was plugged into the emergency back up receptacle. This was the cause of the power surges. Please note the reference below as stated in the system 83 plus operator's manual "note: do not connect or operate system 83 plus (washer/disinfector) using an emergency generator because it may create current surges that will damage computer components". It was reported that the system 83 plus also had a dead battery on the mother board, this was the cause of the incorrect time and date. In absence of a battery, the date and time reverted back to (B)(6) 2005, however, process count is not effected by the bios. The tech was able to trace the processing cycles through the process number sequence on the data base log. Further investigation revealed the operator pressed the "wash only" key. The customer stated there were no reported injuries or risk of infection to pts at this time. Custom ultrasonics inc. Is reporting this incident with an abundance of caution.